Event description:
It was reported that the t:slim x2 pump battery would not charge despite using various adapters and cables. There was no adverse impact to the customer¿s blood glucose level. As a result, a replacement pump was sent by technical support, and the customer was provided with instructions on returning the malfunctioning pump and using the new one.